Manufacturer narrative:
It was reported that the insert with the toe filler was a bit different than the one he had. The patient was complaining that his foot was bleeding from the insert. No medical treatment was provided patient treated himself at home. The device has not been returned for evaluation, the evaluation of the photo shows the toe filler is not made the same as the last one. The root cause could have been due a manufacturing process problem.

Event description:
It was reported that the insert with the toe filler was a bit different than the one he had. The patient was complaining that his foot was bleeding from the insert. No medical treatment was provided patient treated himself at home.